Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 40 mg/dl. The customer treated their low blood glucose with glucose. Blood glucose at the time of the call was 110 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was automatically delivering insulin at the time of low blood glucose event. No harm requiring medical intervention was reported. Customer performed displacement test and passed. Customer alleges the pump was over-delivering. The pump will not be returned for analysis.